Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. The customer tried color tone adjustments as per the instruction manual, attempted on both terminals of the processor and moved sdi (serial digital interface) cable from clone out on monitor to secondary monitor and ran it straight from the processor to main monitor yet the issue could not be resolved. The customer informed tac of the event and advised a second like cart at another location operated properly with same settings. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited a pixilated image. The issue was identified during set up / inspection for use. There were no reports of patient involvement.

Event description:
No additional information from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d10, h2, h3, h6, h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.